Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent surgery to reposition the lead to provide better coverage to the patient on (B)(6) 2023. The repositioning of the lead resulted in 2 high impedances, though, the patient has effective therapy.

Manufacturer narrative:
Date of the event is estimated.